Manufacturer narrative:
(B)(6).

Event description:
Procedure type: hysterectomy. According to the reporter: while the surgeon was using the device the needle broke. After the case was completed it was noticed the needle had fallen into the pt's cavity. A larger portion of the needle was retrieved while a smaller portion of the needle was still in the cavity. X-rays were taken to locate the small portion of the needle but it could not be reported if the piece was removed. It could not be reported if the case was delayed more than 30 minutes, if tissue damage occurred, or if there was more than 250cc of bleeding.